Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a sensor reading of 156 mg/dl when compared to an adc meter of reading 31 mg/dl. The customer experienced symptoms described as ¿shaking, sweating, a loss of consciousness¿ and was unable to self-treat. The results of the reading comparison, when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer had contact with a healthcare provider and an unspecified blood glucose reading was obtained and the customer was administered glucose intravenously as treatment. There was no report of death or permanent injury associated with this event.